Manufacturer narrative:
(B)(4). The conclusion of the investigation could not determine the cause of the rite (returned instrument test evaluation) failure. A device history record review and a service history record review were performed, but revealed no issues that could have caused or contributed to the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was originally manufactured in 2000. The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and the device passed, along with all of the electrical testing. The temperature was verified to be within specifications. All pressures were correct and stable. The accuracy confirmation test was performed with the original piston foam and passed. The evaluation could not determine the cause of this rite (returned instrument test evaluation) failure. The device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.